Event description:
It was reported that cartridge was damaged, with o-ring coming off fill rod during use, and issue occurred once. There was no adverse impact to the customer's blood glucose level. Customer changed cartridge and successfully resumed insulin therapy, and technical support arranged replacement cartridge through return authorization process, with caller acknowledging and understanding resolution.